Manufacturer narrative:
Additional information was received that the anchors mentioned referred to the suture sleeves.

Event description:
A report was received that the patient was experiencing pain and sensitivity in the thoracic region on either side of her lead insertion. The physician believed that anchors were causing pain and sensitivity. The patient was administered injection and was given medication. The patient underwent a revision procedure wherein a lead was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain and sensitivity in the thoracic region on either side of her lead insertion. The physician believed that anchors were causing pain and sensitivity. The patient was administered injection and was given medication. The patient underwent a revision procedure wherein a lead was relocated. The patient was doing well postoperatively.